Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient reported to clinic after receiving a patient notification. Ventricular oversensing due to noise was noted. Total loss of capture at maximum output and a slight increase in pacing lead impedance was also noted. Lead fracture was suspected. The lead was explanted and replaced.